Event description:
The complaint states that bleeding was reported. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the area was bleeding for more than 3 minutes and the patient eventually went to the hospital for treatment. At the hospital the patient received stitches. No pain medication was received by the patient. At the time of the report the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).